Manufacturer narrative:
No button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly. The insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the insulin pump froze and the buttons were unresponsive. The customer's blood glucose was 6.8 mmol/l at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.